Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00580 2029214-2017-00581 2029214-2017-00582 2029214-2017-00583.

Event description:
Citation: the study on therapeutic efficacy and reliability of the endovascular embolization in brain arteriovenous malformation. He weiwen, wu jianwei, liang jianfeng, li minchang. Department of neurosurgery, second affiliated hospital of guangzhou medical college, guangzhou.510260.china. Medtronic received the following information: 2 post-operative cerebral hemorrhages, erroneous embolization of normal arteries in 3 patients, and 5 aneurysms were reported to have ruptured intraoperatively.